Event description:
Boston scientific crm received info that this device, right atrial (ra) lead and right ventricular (rv) lead were explanted due to a pocket infection. The pocket was cultured. No adverse pt effects have been reported.